Manufacturer narrative:
Result: cracked siderail panels. Damaged motion interrupt pan. Damaged power cord. Worn gill brake plate kit.

Event description:
It was reported by svc report that the foot-end siderail outer panels had structural cracks with no sharp edges exposed, but possible fluid ingress; the motion interrupt pan and the power cord were damaged, and the brakes would not hold. No pt involvement or adverse consequences were reported.